Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 had intermittent power. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). Corrected sections: h3- changed to device discarded. For lot number from ship history- 25148690- a lot history record review was completed for the reported product lot number. There are no ncmr¿s which could be considered related to the reported event recorded in the lot history. For lot numbers from ship history- 25148858, 25149052- a lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. H3 other text : device discarded.

Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 had intermittent power. A replacement device was used to complete the procedure. The hospital did not report any patient effects.